Event description:
The following was reported to gore: on (B)(6) 2026, in the am, a patient underwent treatment to close a 24.7 mm stop-flow balloon sized atrial septal defect with 0 mm aortic rim using a 48 mm gore® cardioform asd occluder. On (B)(6) 2026, the patient had remained lying down for 20 hours after the implantation, and when she sat up with nursing assistance, frequent premature ventricular contractions were observed. An x-ray revealed device embolization. Removal using a snare and other techniques was attempted but was unsuccessful. Transcatheter removal was abandoned. Then switched to an open chest removal on the same day. The occluder was successfully removed at around 4:00 a.m. The following day. Reportedly, removal was challenging because the lock loop of the right atrial disc had become entangled with the valvular chordae. The eyelet base was cut, and the lock loop was carefully removed. The physician stated that the cause of the device embolization is unknown.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.